Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event/patient (reference 1825034-2016-01778 / 01779).

Event description:
Patient reported undergoing a right total hip arthroplasty approximately 14 years ago. Patient alleges experiencing soreness, skin infection, rash, open wounds, and a decrease in range of motion. Patient also alleges lab results indicate elevated metal ion levels and that radiographs revealed loosening. No revision procedure has been reported to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information.

Event description:
Patient underwent a right hip revision 14 years post-implantation due to allegations of soreness, skin infection, rash, open wounds, and a decrease in range of motion. Patient further reported blood tests performed indicate elevated metal ion levels and that radiographs revealed loosening. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.